Manufacturer narrative:
Other relevant device(s) are: network bulkhead connector. Analysis was initiated to determine the probable cause of the issue. Analysis found that one side wall of the returned connector was broken out with bent leads inside the connector. The connector was replaced and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure the manufacturer representative was having issues with the navigation system and the imaging system connecting. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was noted that the site tried multiple cables but were still unable to connect the navigation system and imaging system. When the site used another medtronic navigation system, however, everything worked normally. It was noted that the issue occurred before a case during setup.

Manufacturer narrative:
A software investigation was initiated (methodology: reproducibility) and it was determined that the event was not related to a software issue. Per hardware analysis and work order/system checkout analysis it was discovered that there was a damaged network bulkhead on the navigation system. If information is provided in the future, a supplemental report will be issued.